Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (BG) value was not provided. A manual insulin injection was administered to address BG. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
In use at the time of the event: